Manufacturer narrative:
(B)(4): the customer reported, "poor connection on charging unit." There was no reported pt involvement. The device was evaluated at the philips (B)(4) repair bench, the reported symptom was confirmed, and the issue was localized to the battery pca. Replacing the battery pca resolved the problem. The device passed all testing and was returned to the customer. We consider this a malfunction of the battery pca that caused the device to intermittently charge the battery.

Event description:
The customer reported, "poor connection on charging unit." There was no reported pt involvement.